Manufacturer narrative:
The device is an instrument and is not implanted/explanted. The device was retained by the hospital and was not returned for manufacturer evaluation/investigation. Review of the device history records showed that there were no issues during the manufacture of this product that would have contributed to the complaint. The root cause could not be definitively determined and no conclusion could be drawn, as the device was not received. If additional information is received, follow-up medwatch will be filed as appropriate. Device not returned to manufacturer.

Event description:
Patient had a one level lumbar transforaminal lumbar interbody fusion (tlif) surgery on (B)(6) 2016 where ctl medical's cage inserter was used. The device is an instrument and was used for treatment, not diagnosis. It was reported that after the cage had been inserted and the cage inserter was being removed from the surgical field, the inserter's locking collar was found to have disassembled from its proximal shaft end and the collar was in the patient. The collar was quickly and easily recovered from the surgical field without any incident, medical/surgical intervention or surgical delay. The surgery was successfully completed and the patient reportedly remained stable throughout and following the surgery. No patient harm/ complications were reported.